Manufacturer narrative:
Additional information is provided in sections d.4 h.6 and h.11. Complaint lot search report reviewed; 2 complaints were reported. 1 of the reported complaints are similar to the h-foveal macular thickening; h-corneal edema; h-headache; h-eye pain; h-miscellaneous event-ocular ; and h-iritis events. None were similar to the reported h-intraocular pressure increased; p-additional medical/surgical intervention; h-toxic anterior segment syndrome events for this complaint. Release results -> refer to inv-40588 + inv-42578 - all batches are released according to the required specifications; all testing results were within specification for this batch. No product deviations reported during manufacturing of this lot that could cause the reported adverse events (ae). No abnormalities were observed during batch record review related to this complaint. All analytical results are within specification. The small materials and fabrication vessels used for the compounding of vy800 were cleaned rinsed before use. All references and rinsing samples are conform. Limulus amebocyte lysate (lal) results for buffer, bulk and filling are conform. Lal results on reactor and flexible (rinsing samples) are conform. Bioburden is conform. Sterility tests and rabbit invitreous test are passed without remarks. Sample evaluation - no sample is available for testing. As no sample is available and no manufacturing related deviations were identified, a conclusive root cause could not be determined. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. All batches are released according to the required specifications. Review of the lot complaint history, product specifications, stability check and manufacturing record found no issues which would have contributed to this complaint. Based on analysis performed, no atypical trend is present for the reported lot. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not justified from a technical point of view. No further action is required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that following cataract surgery on the patient's left eye, the patient developed toxic anterior segment syndrome, characterized by increased intraocular pressure after using an ophthalmic viscoelastic. The patient also presented with anterior segment inflammation, keratic precipitates, and a small white foreign body in the inferior angle of the eye following the anterior chamber fill. Additionally, the patient experienced edema, cells in both the anterior and vitreous chambers, and cystic macular edema (cme). The patient was treated with topical steroids. During a follow-up, there was noted improvement: inflammation had resolved, keratic precipitates had disappeared, there were no cells in the vitreous, and mild cme persisted.